Manufacturer narrative:
Evaluation summary. Richard wolf medical instrument corporation was initially informed via pictures of the instrument that was provided to our sales representative by the facility. The facility did not indicate that the instrument malfunctioned. We were informed that the facility conducted an inspection of all trocars in the facility. A visual inspection was performed and the insulation on one side of the shaft near the tip was found to be shaved off. The missing black plastic insulation consisted of the piece with dimensions of 75 mm in length by 5 mm width. The instrument was repaired and returned to the facility.

Event description:
It was reported that at the end of the lap cole procedure the waveside grasper was removed via 5 mm trocar and seemed to be sticking. When trying to remove it was noticed that 5cm of the insulation strip was missing. Whereabouts of the missing piece is unknown. The patient is fine.the incident was disclosed to patient. Patient declined any further studies.